Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient allegedly presented with sudden severe increase in pain in the hip. Revision surgery was required on the (B)(6) 2012 allegedly due to a broken exeter stem.original date of exeter implant was (B)(6) 2000.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: no device was returned by the customer. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient allegedly presented with sudden severe increase in pain in the hip. Revision surgery was required on the (B)(6) 2012 allegedly due to a broken exeter stem. Original date of exeter implant was (B)(6) 2000.